Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting.¿ philips analyzed the log file which showed that a frame grabber card initialization error caused the system to not complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card is located in the flexvision pc and it failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code, evaluation method code were corrected.

Event description:
It has been reported to philips that, system would not power on. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.